Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain, discomfort, dyspareunia and trouble with bowel movements. Furthermore, it was reported that the plaintiff died. No cause of death was reported.